Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced a low vault. The lens was replaced with a longer length lens and the problem resolved. The cause of the event was reported as unknown.